Manufacturer narrative:
E1: initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that a loss of aspiration occurred. An angiojet solent omni device was selected for use in a thrombectomy procedure to remove thrombosis from a vein in the lower extremity. During use, the device was unable to aspirate as intended. The procedure was completed using an alternative device. The patient condition following the procedure was reported as stable, and no additional complications or adverse events were reported in association with this event.